Manufacturer narrative:
Other, other text: the returned root was evaluated. The device was able to be manually powered on and off via battery and ac power. All alarm conditions were audible and visual. No power issues were observed during testing. The device was determined to be functioning as designed.

Event description:
The customer reported the root nibpts power "off by itself." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the root nibpts power "off by itself." There was no patient impact or consequence reported.